Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The powerturn guide wire will be filed under a different medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery (lad). Two powerturn guide wires were advanced to their intended location, one wire down the diagonal branch. The 3.5x15mm xience skypoint was implanted, without issue, in the lad lesion. During removal of the guidewire from the diagonal branch, resistance was noted, the guidewire became stretched and, the skypoint stent was explanted. A new guide wire was positioned and a 3.5x18mm xience skypoint was advanced and implanted in the lesion without issue. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Only the stent was returned for analysis. The stent was returned stretched, smashed and caught proximal to the tip of the guidewire likely due to interaction with the guidewire during removal. The reported device damaged by another (damaged-explanted) could not be confirmed as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the guidewire interacted with the implanted stent during removal causing the reported device damaged by another device (damaged-explanted). There is no indication of a product quality issue with respect to manufacture, design or labeling.